Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic for a follow-up appointment. The patient's right ventricular lead exhibited noise, low pacing impedance and inadequate sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable post-procedure.